Manufacturer narrative:
Result of investigation: as the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. Based on the faults described in detail in the product review, the most likely cause is mechanical defect due to the end of lifetime of the cable or to incorrect handling by clinical staff. Unfortunately, no information regarding the remaining uses is provided nor which kind of hf generator has been used. The uh801 is equipped with an rfid sensor which counts the remaining uses when connected to an karl storz uh400 hf generator. The customer did not provide any information regarding the hf generator; therefore, no log files could be examined. Since the cable was not returned, the application counter could not be read and documented by the investigator physically. The seen defect on the pictures is either mechanical stress damage or a defect because of the end of life of the cable. The cable isolation as well as the copper wire itself were cut. Therefore, no current flow was given. This led to a high contact resistance which was the cause of the explosion, recognized by the user. Further, the trace of soot at the cable does fit to the customer information getting black char on his gloves. According to similar cases, this failure happens when the product lifetime has exceeded. The cable was manufactured in may 2022, which could indicate that the maximum usage of 20 uses has been reached. According to the picture provided by the customer and the applicable defect, it could be assumed that either mechanical stress has cut the cable, or the lifetime has been exceeded, and therefore the material becomes weak.the event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported during a turp on a patient and during the procedure the working element (model unknown by reporter) and uh801 lead went bang causing the surgeon to get black char on his gloves. There was no injury to the surgeon or the patient. No extensive delay to the procedure was reported. Another lead and working element were opened and used with the same surgical generator. No death or unanticipated serious deterioration in state of health reported.